Event description:
The customer reported via phone call that the insulin pump was cracked. The customer was changing the reservoir when the ring that held the reservoir in cracked and chipped off. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, minor scratches on the display window, and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.